Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 514 mg/dl and 180 mg/dl (within 1 minute); 372 mg/dl, 192 mg/dl, and 120 mg/dl (within 2 minutes). Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.